Event description:
It was reported following successful deployment of this femoral filter, removal of the guidewire met with resistance. The guidewire was reportedly lodged in apex of the filter. Continual removal attempts resulted in successful removal of the guidewire from the filter. Filter placement was successful and the pt's condition is good. This device remains implanted and the wire was not returned for eval. Therefore, no failure analysis will be available. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device, the co is unable to determine the cause for this event.